Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked out of the normal fluid pathway. This occurred during use of the device for peritoneal dialysis therapy. It was further reported the white part of the twist clamp (twist sleeve) had "broken up and it slid up the tubing portion" of the transfer set. The transfer set was replaced. There was no patient injury; however the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6, h10. H10: the device was received for evaluation with a minicap on the dark blue female connector. A visual inspection with the naked eye and magnification noted one of the occlude feet was broken on the light blue main body. Functional testing, including clear passage, leak and clamp function testing was performed. No issues were noted during clear passage testing, however there was fluid flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the leak was due to the broken occlude feet, however the cause of the broken occlude feet could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.